Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07397, 0001825034-2018-07399, 0001825034-2018-07400, and 0001825034-2018-07402. Additional concomitant medical products: vngd cr tib brg 14x71/75 catalog#: 183444 lot#: ni; biomet cc I-beam tray 71mm catalog#: 141223 lot#: ni; unknown patella catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Subsequently, patient experienced a fall due to knee giving way. No revision was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Devices history record (DHR) was reviewed and no discrepancies found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.